Manufacturer narrative:
This report is for an unknown plate/screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: birch, c.e., blankstein, m., chlebeck, j.d., and bartlett, c.s. (2017), orthogonal plating of vancouver b1 and c-type periprosthetic femur fracture nonunions, hip international, vol 27(6), pages 578-583 (united states). The purpose of this study is to present a novel surgical technique for the management of vancouver b1 and c-type periprosthetic femur fracture nonunions followed by clinical and radiographic outcomes in our case series. A (B)(6)-year-old female patient with osteoarthritis (oa) had total hip arthroplasty with depuy s-rom had periprosthetic fracture which was fixed initially with 16 h synthes lock fem plate and the patient had periprosthetic fracture non-union which was revised later with 10 h synthes 4.5 narrow dcp and 15 h synthes 4.5 lcp with no further complications. The patient had bony union after revision. A (B)(6) year-old female patient with oa who had tha had periprosthetic fracture which was fixed by a 17 h synthes 4.5 lcp had periprosthetic fracture non-union which was revised with 10 h synthes 4.5 narrow lcp with no further complications. The patient had bony union after revision. An (B)(6)-year-old female patient with oa who had tha/tka had periprosthetic fracture which was fixed with 10 h synthes lcp had periprosthetic fracture non-union and was revised with 7 h synthes 4.5 narrow dcp with no further complications. The patient had bony union after revision. An (B)(6)-year-old female patient with oa who had tha/tka had periprosthetic fracture which was fixed with 14 h synthes 4.5 mm lcp had periprosthetic fracture non-union and was revised with 10 h synthes 4.5 narrow dcp and 12 h synthes 4.5 lcp with no further complications. The patient had bony union after revision. A (B)(6)-year-old female patient with fracture who had tha had periprosthetic fracture which was fixed with 12 h synthes lcp had periprosthetic fracture non-union and was revised with 7 h synthes 4.5 broad dcp and 14 h synthes 4.5 lcp with no further complications. The patient had bony union after revision. A (B)(6)-year-old male patient with ra who had tha/tka had periprosthetic fracture which was fixed with 18 h synthes 4.5 lcp, 8 h synthes 4.5 narrow lcp had periprosthetic fracture non-union and was revised with 8 h synthes 4.5 narrow dcp with no further complications. The patient had bony union after revision procedure: total hip arthroplasty and periprosthetic fracture fixation. This report is for a 16 h synthes lock fem plate, a 17 h synthes 4.5 lcp, a 10 h synthes lcp, a 14 h synthes 4.5 mm lcp, 12 h synthes 4.5 mm lcp, a 18 h synthes 4.5 lcp, and a 8 h synthes 4.5 narrow lcp. This is 6 of 7 for report (B)(4).